Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 535 mg/dl. The customer reported that the insulin pump received multiple times no delivery alarm and insulin did not exited during prime. The customer does not want to troubleshoot for recurring alarms. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.